Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
/////////The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value at time of incident was 200 mg/dl. The customer¿s current blood glucose value was 420 mg/dl. The customer was treated for high blood glucose with manual injection. The customer did not experienced symptoms of high blood glucose value. Based on customer report customer did allege the insulin pump was under delivering. The customer stated that the drive support cap was normal. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to blank display.